Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that device l311/323648 was explanted on (B)(6) 2026 due to normal battery depletion. While lead (B)(6) was explanted due to unspecified product performance issue.